Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product performance information was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On august 2014, the rv capture threshold has risen to greater than 2.5v and is consistently above 2.5v. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.